Event description:
Transverse break: graft was implanted as right axillo-femoral bypass in 2001. Three months later, the pt fell on the right shoulder. The pt was admitted to the hosp with thoracic pain at the major pectoralis area. A hematoma developed. During a reintervention, the surgeon found the graft completely ruptured in the major pectoralis area. This transverse break was reported as being mid-graft, not at the anastomosis. A new graft was implanted. However, it was reported that the pt died the next day due to a "massive mesenteric infarct.